Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and deep brain stimulation (dbs) indications. It was reported that the patient was having bad tremors. The caller was unsure if the therapy was on or off. The called tried to switch the patient from group b to c and then group c to a but that did not help. She also stated that the screen said off and ok. Troubleshooting was performed and it was confirmed that the therapy was on and working. The patient was at 2.90 on the left side and 1.00 on the right side. The issue was resolved over the phone. No further complications were reported/anticipated.